Event description:
Reporting status: malfunction. Reporting rationale: shaft separation has caused or contributed to pt injury previously. Device issue: shaft separation. It was reported that during a posterior descending artery procedure, after balloon dilatation, while removing the device from the anatomy, resistance was met with the tuohy-borst valve, resulting in the proximal shaft separating into two pieces, outside of the anatomy. There was no adverse pt sequela reported. Although requested, there was no add'l info provided.

Manufacturer narrative:
(B)(4). Results: product performance engineering was unable to determine a conclusive root cause for the difficulty removing the catheter from the rhv. Eval summary: quality assurance analysis revealed that the balloon catheter was returned with blood in the guide wire lumen and contrast in the inflation lumen. The balloon was loosely folded and separated at the proximal balloon seal. The material was stretched and jagged at the separation. The balloon was loosely folded. The inner member was separated 1.1 cm proximal to the distal balloon marker. The material was stretched and jagged at the separation. The inner member, including the proximal balloon marker, was stretched between the separation and the proximal balloon seal for a length of 1.6 cm. The outer member was necked 1 mm proximal to the proximal balloon seal. There were multiple kinks in the hypotube. There was no other damage noted to the sds. The rotating hemostatic valve (rhv) used during the procedure was not returned. Product performance engineering reviewed the incident info and analysis of the returned product. Analysis of the returned product is consistent with preparation and the catheter advanced over a guide wire. The balloon was loosely folded and separated at the proximal seal, confirming the reported separation. The inner member was separated 1.1 cm proximal to the distal balloon marker. The material was jagged and stretched at the separations, which are indications that the product was subjected to tensile overload beyond its design limits. Factors which may contribute to resistance with a rhv during retraction include, but are not limited to , mfg, damage to the guiding catheter, the balloon not fully deflated, poor balloon refold, the rhv not fully opened, or procedural technique. In this case, it is possible that after inflation, the balloon did not deflate completely prior to attempts to remove the catheter and resistance was encountered upon removal through the rhv. If force was used to counteract that resistance, it would have contributed to the shaft stretching and ultimately separating. It is also possible that the rhv was not fully opened during removal; therefore, contributing to the resistance. However, without the rhv, this could not be confirmed. Analysis noted multiple kinks in the hypotube. Since this damage was not reported in the incident info, the kinks may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. This damage does not appear to be related to or have contributed to the difficulty removing the catheter. A review of the product mfg records did not revealed any non-conforming material records associated with this lot and all lot release testing met mfg criteria. In this case, the reported shaft separations appear to be related to the operational context of the procedure; however, a conclusive cause for the difficulty removing the catheter from the rhv could not be determined. Product performance engineering will monitor the incident circumstances. To help ensure this difficulty is not related to a mfg deficiency, the profile dimensions on all balloon catheters are confirmed by visual and dimensional checks on the mfg line. Additionally, all balloon catheters are 100% visually inspected online for damage. This MDR is considered closed by the product performance group.